Event description:
Information was received indicating that a cadd solis hpca, mdl 2110, pump failed accuracy testing. No patient involvement.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device as missing the tamper seal. The customer stated problem was duplicated. Replaced expulsor due to over delivery. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.